Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that there was a crack on the screen. The customer's blood glucose was 397 mg/dl at the time of incident. The customer's blood glucose was 320 mg/dl at the time of call. The customer stated that she her blood glucose reached around 500 mg/dl and could not bring brown lower than 400 mg/dl. The customer stated that she had ketone. The customer stated that she treated her high blood glucose with the insulin pump. The customer performed troubleshooting and did not found air bubbles, leaks, insulin issues and site issues, and setting issues. The customer declined to perform high pressure test. The customer was advised to change entire set, reservoir, insulin and treat per health care provider's instructions. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement tests. However, the insulin pump was received with minor scratched display window. No cracked around display window noted.